Manufacturer narrative:
Device was used for an off label indication. The indication the device was used for was ezw. Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v840220, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot# v840220, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported the patient wanted the device removed. Every time the patient would need an MRI, they were told they could not have one due to the device. It was stated the device ¿was not working.¿ this occurred ¿sometime ago¿ and it was indicated the patient had turned the device off. It was further noted that it looked like the device came loose in the buttock area and was ¿sagging¿ on the skin. At the time of the report the patient was in the hospital with a bowel syndrome problem and had discoloration of the abdomen. This was the reasoning the hospital wanted to do an MRI. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they never saw the patient for this issue and as far as they knew there was nothing wrong with patient¿s implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.